Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain and diarrhea. Family history included colon cancer (mother). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), migraine ("migraines"), affective disorder ("hormonal changes describe: mood disorder"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), pruritus ("itching"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, migraine, affective disorder, dermatitis allergic, pruritus, depression and anxiety outcome was unknown. The reporter considered affective disorder, anxiety, depression, dermatitis allergic, hypersensitivity, menstrual disorder, migraine, pelvic pain and pruritus to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain and diarrhea. Family history included colon cancer (mother). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced affective disorder ("hormonal changes describe: mood disorder"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), migraine ("migraines"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), pruritus ("itching") and rash ("rash on chest and neck"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)bilateral salpingectomy-laproscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, migraine, affective disorder, dermatitis allergic, pruritus, depression, anxiety, rash, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, affective disorder, anxiety, back pain, depression, dermatitis allergic, hypersensitivity, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2018 as pfs: she did not undergo a essure confirmatory test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2018: pfs received, event added- rashes on chest and neck, abdominal pain, lower back pain. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included abdominal pain and diarrhea. Family history included colon cancer (mother). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), affective disorder ("hormonal changes describe: mood disorder"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), rash ("rash on chest and neck"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), migraine ("migraines") and pruritus ("itching"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)bilateral salpingectomy-laproscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, migraine, affective disorder, dermatitis allergic, pruritus, depression, anxiety, rash, abdominal pain, back pain, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis allergic, hypersensitivity, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2018 as pfs: she did not undergo a essure confirmatory test. Discrepancy noted about essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2018: plaintiff fact sheet received: nickel allergy and hair loss events were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues") and migraine ("migraines"). The patient was treated with surgery (hysterectomy due to complications from the essure device). At the time of the report, the pelvic pain, hypersensitivity, menstrual disorder and migraine outcome was unknown. The reporter considered hypersensitivity, menstrual disorder, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included abdominal pain and diarrhea. Family history included colon cancer (mother). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), migraine ("migraines"), affective disorder ("hormonal changes describe: mood disorder"), rash ("allergic or hypersensitivity reaction type: rash"), pruritus ("itching"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the hypersensitivity, menstrual disorder, migraine, affective disorder, rash, pruritus, depression and anxiety outcome was unknown. The reporter considered affective disorder, anxiety, depression, hypersensitivity, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: confirmed essure device was successfully occluded . Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and mr received. Events- "mood disorder, rash, itching, depression, mental anguish, she did not undergo essure confirmation test", reporter, lot number added from pfs. Concomittant condition added from medical record. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. The patient's previously administered products included for an unreported indication: nuvaring from january 2009 to july 2009. Concurrent conditions included abdominal pain and diarrhea. Family history included colon cancer (mother). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), affective disorder ("hormonal changes describe: mood disorder"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), rash ("rash on chest and neck/rash"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). On (B)(6) 2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), migraine ("migraines") and pruritus ("itching"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)bilateral salpingectomy-laproscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain and back pain had resolved and the menstrual disorder, migraine, affective disorder, dermatitis allergic, pruritus, depression, anxiety, rash, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis allergic, hypersensitivity, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2018 as pfs: she did not undergo a essure confirmatory test. Discrepancy noted about essure removal. She received treatment for pelvic pain, abdominal pain, lower back pain and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 01-aug-2010: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 29-year-old female patient who had essure (batch no. 664667) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Co-suspect products included depoprovera. The patient's previously administered products included for an unreported indication: nuvaring from (B)(6) 2009 to (B)(6) 2009. Concurrent conditions included abdominal pain and diarrhea. Family history included colon cancer (mother). On an unknown date, the patient started depoprovera at an unspecified dose and frequency. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), affective disorder ("hormonal changes describe: mood disorder"), dermatitis allergic ("allergic or hypersensitivity reaction type: rash"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("mental anguish/anxiety"), rash ("rash on chest and neck/rash"), abdominal pain ("abdominal pain"), back pain ("lower back pain") and allergy to metals ("nickel allergy"). On (B)(6)2011, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), migraine ("migraines") and pruritus ("itching"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)bilateral salpingectomy-laproscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, hypersensitivity, abdominal pain and back pain had resolved and the menstrual disorder, migraine, affective disorder, dermatitis allergic, pruritus, depression, anxiety, rash, alopecia and allergy to metals outcome was unknown. The reporter considered abdominal pain, affective disorder, allergy to metals, alopecia, anxiety, back pain, depression, dermatitis allergic, hypersensitivity, menstrual disorder, migraine, pelvic pain, pruritus and rash to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. On (B)(6) 2018 as pfs: she did not undergo a essure confirmatory test. Discrepancy noted about essure removal. She received treatment for pelvic pain, abdominal pain, lower back pain and allergy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: results: confirmed essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of events "pelvic pain, abdominal pain, back pain and allergic reaction changed to recovered/resolved". Reporter causality comment was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.